Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used to treat the target lesion located in the moderately calcified left anterior descending artery. During preparation, it was observed that the display leds are not functioning. The physician checked all the connections and set up, however, the issue was not resolved. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device observed the void seal was broken, the rubber feet was missing and the dynaglide connector was loose. An attempt to test the console and foot pedal using a rotalink 1.75mm burr was done but console could not be tested as there is no rotational speed display due to a massive gas/air leak at the turbine pressure switch and there is no burr rotation. The foot pedal was tested using a gold console and functioned properly. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used to treat the target lesion located in the moderately calcified left anterior descending artery. During preparation, it was observed that the display leds are not functioning. The physician checked all the connections and set up, however, the issue was not resolved. The procedure was completed with a different device.